Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecific antibiotic. Thirty days after onset, the patient was discharged from the hospital and recovered from the event. The patient was placed on hemodialysis. No additional information is available.